Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event has been estimated. The command es guide wire device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat the popliteal artery. During retrieval, the 3.0x200mm armada 14 balloon dilatation catheter and the command es 14 guidewire became stuck with each other and they had to be removed as a single until. A new unspecified balloon and guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter, and the reported difficulty to remove the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported for this lot. There was no damage or issues noted to the balloon catheter during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove the guide wire from the balloon catheter appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.